Manufacturer narrative:
After further clinical review of this event with bard's medical dept, this event was reassessed and determined to be MDR reportable as a malfunction MDR pursuant to 21 cfr part 803. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and the tip was examined under magnification (microscope 10x). Crip marks were noted on the outer catheter approx 4.4cm from the distal tip, likely due to excessive force applied during the procedure. The crosser was inserted successfully through an in-house usher. The crosser was able to be retracted from the sheath without issue. The crosser was then inserted successfully through an in-house microsheath. The crosser was able to be retracted from the sheath without issue. The definitive root cause is user-related as the customer was advancing a crosser s6 catheter into a microsheath support catheter.

Event description:
It was reported that when advancing the recanalization catheter, the support catheter twisted and kinked over the recanalization catheter. Both devices would not advance further into the vessel. Both devices were pulled from the body and the case was continued with a wire. There was no report of patient injury.